Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that loss of data with unknown duration occurred. Data was evaluated and the allegation was confirmed as a signal loss over one hour. The probable cause could not be determined. The reported event of a loss of data with unknown duration is reportable based on the finding of a signal loss over one hour. No injury or medical intervention was reported.